Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer stated that she dropped her pump in the toilet and rinsed it off. The customer is blind and can't verify the serial number of her new pump. The customer was advised to contact when there is sited person informed her, so we can verify the serial number for replacement reason.